Event description:
A customer reported experiencing a cgm error labeled as error 42. The issue did not adversely impact the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after completing the reset, the issue was resolved, allowing the customer to successfully start their sensor session without any further errors.